Event description:
The customer reported that the white pinch clamp did not clamp off the line entirely. The customer stated that air was traveling along the donation line. The donation was ended immediately. The patient information is unavailable at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Event description:
No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Analysis of the run data file did not indicate any unusual events during the run. Further information received about this procedure included the statement "this donor did not donate on this day due to air in the pack alert from the machine." Per the rdf, the alert that occurred 1.7 minutes into the run was a continuable `access pressure too low' alert due to the donor venous access pressure being too low. The trima system operated as intended by generating the appropriate alert when the pressure fell below expected limits. If the sample bag is not clamped, as instructed, prior to loading and the needle line clamp is left open, a small amount of air can enter the sample bag during the bag evacuation state as air passes out the needle line at room pressure. Both the needle line and the sample bag must be closed for the disposable test to perform successfully as occurred in this run. Based on the disposable test being performed successfully, the sample bag tubing must have been fully closed off at some point in order for the test to pass. If the donor is connected and then both are clamps opened to obtain blood samples, blood will flow into the bag with an ample amount necessary for sampling as the bag is not under pressure. It is then recommended to seal and remove the sample bag from the kit prior to sampling. It is not recommended to attempt to express any air from the sample bag while the donor is connected. Root cause: the set was not returned for evaluation, so the pinch clamp could not be evaluated. The clamp was likely not fully closed on the tubing or the tubing was not fully within the jaws of the pinch clamp, resulting in a partially open state during the bag evacuation step of the procedure. The air in the donation line was likely due to manipulation of the sample pouch during the collection of the sample.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.